Event description:
After converting a diagnostic laparoscopy to an open procedure for large-mass removal, the surgeon noted the optical tip had become detached from the trocar into the patient. The tip was removed without incident.

Manufacturer narrative:
Investigation into this and similar reports indicate that tip protectors applied to the device prior to shipment were difficult to remove in the field. End users who grasped the tip protector with excess force may have compromised the adhesive bond between optical tip, and the shaft of the trocar. New protocols call for a wider tip protector that facilitates easy removal at the user site. This report was originally submitted on 12/19/2005 with an incorrect manufacturer report number: 105621a-2006-0002. This report is being re-sent on 10/02/2008 with a new manufacturer report number: 1056128-2008-00065.